Event description:
Patient reported experiencing a malfunction error screen on his pump, which had occurred multiple times over the past year. He also mentioned difficulty updating the pump's software despite following guidance from both a representative and the website. There was no reported impact to his blood glucose level. He took corrective actions by restarting and turning the pump on and off and initiated contact with technical support to inquire about warranty coverage for potential replacement or repair options.